Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated they have been trying to charge the implant for the last 2 days and it is only getting up to 20%. Patient added they have to 'take it off' to try to raise up and down. Pt stated they are 'charging both devices every night'. Pt has a healthcare provider (hcp) appointment next week. Troubleshooting was unable to be performed as patient did not have the equipment. Patient will call back next week.